Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch ha5794, batch hak630. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The samples were visually and functionally evaluated and samples met requirements.

Event description:
It was reported that the patient underwent a cesarean section on an unknown date and suture was used. The patient experienced a dehiscence post-operatively. Additional information has been requested.